Manufacturer narrative:
Information was provided to smiths medical's service department subsequent to intial report of infusion not working correctly on 20-sep-2021 that the pump would be returning for reported issue of broken piece in cassette mechanics. Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Review of the event history log showed occurences of no disposable alarm messages. Functional testing involved no disposable alarm testing and battery loss alarm test. The reported issues were not duplicated during the investigation. It was recommended that the downstream occlusion sensor be replaced.

Event description:
Information was received indicating that infusion did "not seem to work correctly" with a smiths medical cadd-legacy duodopa ambulatory infusion pump. The specific delivery issue was not provided. No adverse patient effects were reported.